Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in qatar. The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the comb of the device is bent. No info on patient impact was provided. Diligence is in process.